Event description:
On (B)(6) 2009, the pt was implanted with a scs system. In (B)(6) 2009, the pt developed edema. The pt also developed hypertension. In (B)(6) 2010, the pt's hypertension persisted and she also gained 10 kgs. The stimulation was stopped. The pt then lost weight and the hypertension and edema ceased. On (B)(6) 2010, the pt's lead was revised. The lead was moved from t7 to t9. On (B)(6) 2010, the pt was taken to the hospital due to hypertension.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Ans defers to the pt¿s physician regarding medical history.